Event description:
It was reported that the ventricular assist device (vad) driveline (dl) cable exhibited multiple breaks of the outer sheath at various locations along its length, with the repair of the dl breaking in one location approximately 10 cm away from the strain relief. The strain relief was frayed at the end, the outer sheath was discolored, and the dl cover was described as soft and moveable. The previous repair was noted to be worn out. Inspection was conducted on-site, and it was observed that the dl was covered in repair tape from the strain relief up to about 5 cm from the exit wound. After removal of the old sheath repair, several breaks of the outer sheath were confirmed. The patient indicated that the repair was about two years old. Servicing to be performed. The dl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of (B)(6) service history record indicated that the device was previously serviced, and the repair action was verified. On-site inspection revealed damage to a previous repair, new damage to the outer sheath, and discoloration of the outer sheath. As a result, the reported sheath damage, driveline discoloration, and repair damage were confirmed. The reported strain relief damage could not be confirmed due to insufficient evidence. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the driveline sheath damage and driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline repair damage and reported strain relief damage may be attributed, but not limited, to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a driveline repair was performed.